Event description:
Additional information was received that there was another instance of oversensing of noise that lead to pacing inhibition with asystole greater than two seconds. There was also an inappropriate shock due to the noise. The physician opted to turn off tachycardia therapy and program the right ventricular (rv) sensing to minimum. It was noted that the patient no longer qualified for an implantable cardioverter defibrillator (ICD), thus during the revision procedure the rv lead was surgically abandoned and a new rv pacing lead was implanted with the existing device. A fracture was suspected but not able to be confirmed via x-ray or fluoroscopy imagine. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that when reviewing stored electrogram (egm) episodes for this pacemaker dependent patient, oversensing of noise leading to pacing inhibition with approximately two and a half seconds of asystole was seen. In the clinic they were able to reproduce the noise but not the oversensing or pacing inhibition. The physician opted to reprogram the sensitivity of the lead to 0.6 mv. It was noted that the patient was gardening at the time of the episode and did not experience any adverse effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.